Event description:
(B)(4).

Manufacturer narrative:
Evaluation revealed the blade broke due to an unk stress or over-torque event. Physician either tried to bend the blade or forcibly struck a bone causing the blade to shear off. No other reports of the blade breaking during use, except when physicians intentionally tried to bend the blade. The blade is not intended to be bent.